Manufacturer narrative:
D4: added catalog number and lot number. H6: the device was not returned for investigation. The quality investigation is complete. H3 other text : device not returned to manufacturer for evaluation.

Event description:
It was alleged that a patient had fallen down a flight of stairs hitting the head and was admitted to the hospital with a diagnoses of subdural hematoma and subarachnoid hemorrhagea . It was also alleged that while doing the craniotomy, the acorn bur broke and the tip could not be retrieved. It was further alleged that a CT scan was done and the tip was located, the tip was removed in a second surgery when the surgeon performed a corticotomy. It was further alleged that patient never regained consciousness and died.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.

Event description:
It was alleged that a patient had fallen down a flight of stairs hitting the head and was admitted to the hospital with a diagnoses of subdural hematoma and subarachnoid hemorrhage . It was also alleged that while doing the craniotomy, the acorn bur broke and the tip could not be retrieved. It was further alleged that a CT scan was done and the tip was located, the tip was removed in a second surgery when the surgeon performed a corticotomy. It was further alleged that patient never regained consciousness and died.